Event description:
The customer reported to olympus, during an ercp, the surgeon was going to cut the papilla, he stepped on the yellow footswitch and there was no response. The gi technician went to the back of the device and ensured all cabling was terminated correctly. She noticed a cable was loose and she tightened it. The gi technician advised the doctor stepped on the pedal again and the device filleted open the papilla, more than the surgeon had originally intended. The customer reported the patient will more than likely have pancreatitis per the physician.